Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.

Event description:
The customer reported that the system displayed a "files system corrupt error" rendering the system unusable. This error is likely to prevent the system from booting to a usable state. There is no report of injury or death associated with the event described in this complaint.